Event description:
It was reported that this patient received inappropriate shocks and anti-tachycardia pacing (atp) therapy. Irregular r-r intervals with periods of regularity were observed on the electrograms (egms). The local area sales representative was contacted for additional event details and stated that due to the age of the patient, device therapy was disabled to prevent further delivery of inappropriate therapy. No additional adverse patient effects were reported. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.